Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty gold force system resistor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump spontaneously alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 126 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer was able to rewind the pump after a set, reservoir and battery change. The customer was advised that the device would be replaced and to return the product for analysis.